Event description:
Additional information was received stating that there was no patient impact. A physician reported that the viscous fluid control (vfc) was unable to inject and extract oil during vitrectomy surgery in an adult male patient. The surgery was completed on same day after replacing the same product with another one. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).